Manufacturer narrative:
(B)(4). The device was not returned; however, two retained samples were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) evacuated containers were not able to be completely filled. The customer was only able to fill them to 800ml. There was no patient injury or medical intervention associated with this event. No additional information is available